Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a stent fracture was identified. The 95% stenosed lesion being treated was located in the 1st obtuse marginal (om) artery. The lesion was predilated with a 2.0x12 mm maverick balloon. The 2.50x24 mm taxus express2 drug eluting stent was placed and post dilated with a 2.5x15 mm nc ranger balloon. After post dilatation, the stent looked good. Two years and 5 months post the initial procedure, the patient presented with chest pain. During reintervention, the stent was found to have been fractured about half way through. A noticeable gap was seen at about 13 mm, there is a "focal issue". The physician crossed with an iq guide wire, dilated with a 2.0x12 mm maverick balloon, inflated to 12 atms for 30 seconds. A 2.5x13 mm non-boston scientific stent was placed, inflating to 16 atms for 30 seconds. No additional patient complications were reported. Patient status reported as "good".